Event description:
It was reported that the kinair medsurg pulse bed would deflate without command while on ac power. There was no reported injury.

Manufacturer narrative:
Kci records indicate that the kinair medsurg pulse was tested per quality control procedures on (B)(6)2009, prior to pt placement, and the unit met specifications. The unit was subsequently delivered to the facility on 04/06/2009. Evaluation of the device after it was returned from the facility determined that the air box had broken loose from the bed. The kci field repair tech stated that two aluminum brackets had separated from the frame and the blower outlet hose had disconnected from its housing. According to the kci repair tech, a determination of how or when the damage to the bed occurred could not be made. The kci repair tech indicated that it could not be ruled out whether the damaged occurred while en route back to the kci service center. Therefore, it cannot conclusively be determined if the failure was a factor in the reported event.